Event description:
This report was rec'd at the conclusion of an international pre-PMA prospective 5 year clinical study in which the last subject visit was completed in 09/2005. The clinical report indicates the access port was explanted and replaced due to tubing leak.